Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an 85% stenosed, mildly tortuous, and mildly calcified de novo lesion in the distal anterior tibial artery. A 2.0x200mm armada 14 balloon ruptured before reaching 8 atmospheres. The procedure was successfully completed with a new 2.0x200mm armada 14 balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.